Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The multi-link stent is being filed under a separate medwatch report#. The additional adverse patient effects are being filed under a separate medwatch report#.

Event description:
It was reported through article review that in a single-center prospective registry, lesion length defined in tertiles has no impact on the short-term in-stent restenosis (isr) or long-term major adverse cardiac event (mace) outcomes of patients implanted with drug eluting stents. In contrast, longer lesion correlates with higher isr and mace rates in the bare metal stent group. In this prospective single center trial, a total of 4,745 consecutive patients with de novo native coronary artery lesions who had undergone successful emergency or elective percutaneous coronary intervention between november 1996 and december 2010 were registered. Of the 4,745 patients, the following outcomes were captured: death, revascularization, myocardial infarction, coronary artery bypass grafting. Abbott vascular bare metal stents used during this study are: multi-links (duet, tristar, penta, pixel and vision). A direct correlation to any one of these stents to the patient outcomes is unable to be confirmed.